Event description:
Pt came to cath lab with an ami. Pt was found to have a mlad lesion. Interventional procedure began by predilating the mlad with a 2.5 x 15 mav2 and a 3 x 15 mav2. A stent -xience 2.5 x 23 lot # 9081842- was then advanced through the lad and became dislodged from the balloon catheter. Another stent -promus 2.75 x 18 lot # 9062561- was advanced through the lad and became dislodged from the balloon catheter. The stents were not well visualized under x-ray. Md suspected the stents were dislodged in the plad. Three more stents were passed through the lad and deployed from the mlad to the plad to treat the initial lesion and trap the dislodged stents from migrating. Diagnosis or reason for use: dilate coronary artery.